Manufacturer narrative:
The device was returned to physio-control. Physio evaluated the device and verified the reported issue, however the root cause could not conclusively be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported to physio-control that when attempting to power their device on, it would not complete the boot-up process. There was no patient use associated with the reported event.